Manufacturer narrative:
On 06/03/2010, through follow-up with the health-care provider via telephone, it was learned that the device was not used. Therefore, it has been determined that this is no longer a reportable event.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have inoperable channel select and stop keys on the channel c pumphead module keypad. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
Sizing issue. Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The serial number for this device unknown. The information was learned through an operative report received for another event. (B) (6).

Event description:
Through a follow-up attempt to receive more information on an explanted device, a copy of the operative report for that surgery was received. Through the operative report, it was learned that the patient had another device explanted than what was initially reported. Implant duration of this device was zero days, and the reason for explant was a sizing issue. Unfortunately, the model is unknown. Per the operative report: "25 mm pericardial valve was tight and for this reason, the porcine valve was used."